Event description:
The reason for call was the caller received a letter from abbott that said urgent medical device correction. The caller said that the letter was regarding the inability to exit MRI mode. Caller said the patient had a stimulator in their back up higher for pain that had to be taken out because it got infected and the doctor said it wouldn't get any better. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).